Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation: fallopian tubes, uterus\migration: yes'), fallopian tube perforation ('claiming perforation: fallopian tubes, uterus') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("chronic pain"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result- not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: lawyer was added. Previously added injury nos was replaced with dysmenorrhea & new events- general abnormal bleeding, perforation: fallopian tubes, uterus, were added. Lab test was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation: fallopian tubes, uterus\migration: yes') and fallopian tube perforation ('claiming perforation: fallopian tubes, uterus/ unable to place implant on left side') in an adult female patient who had essure (batch no. 50512928,808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Previously administered products included for an unreported indication: mirena. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), dysmenorrhoea ("dysmennorhea (cramping)") and genital haemorrhage ("general abnormal bleeding"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy: date(s) of insertion:(B)(6) 2011, (B)(6) 2011, (B)(6) 2011 right side 5 trailing coils, left side 2 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: perforated left essure implant. Perforation (fallopian tube). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('claiming perforation: fallopian tubes, uterus\migration: yes') and fallopian tube perforation ('claiming perforation: fallopian tubes, uterus/ unable to place implant on left side') in an adult female patient who had essure (batch no. 808914,50512928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Previously administered products included for an unreported indication: mirena. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain"), dysmenorrhoea ("dysmennorhea (cramping)") and genital haemorrhage ("general abnormal bleeding"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, dysmenorrhoea and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy: date(s) of insertion: (B)(6) 2011. Right side 5 trailing coils, left side 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: perforated left essure implant. Perforation (fallopian tube). Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs and mr received : reporter, lot number, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.